Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of sigmoidectomy, they used the device with the first reload. The surgeon squeezed the handle, however could not close the jaws. The tissue was not overlapped but the jaws did not close simply. They replaced by new reload of the same lot number, however the same event occurred. When they replaced by new device and another new reload, the firing was completed with no problem. There was no patient injury.